Event description:
The unit under-infused. Volume to be delivered was 9.5cc. Volume remaining was 9.5cc. No other delivery info was available. There was no pt injury or treatment associated with this event.